Event description:
The customer observed imprecise, falsely elevated results from two different pt samples using vitros trop I es on a vitro eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The biased pt results were not reported and there were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the vitros trop I es reagent and vitros eciq system were operating as intended. The investigation determined that the customer was exceeding the sample collection tube manufacturer's recommendations for centrifugation speed. The root cause of the imprecise, falsely elevated results is unknown, however, user error associated with pre-analytical sample processing cannot be ruled out.